Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 240 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer installed new batteries and preformed a self test which failed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The vibrator motor functioned properly during the self test. No vibrator anomaly was noted during testing. The insulin pump functioned properly during the prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm or rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.